Manufacturer narrative:
H6: codes updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that there was an alarm when turning on the equipment and the console was immediately replaced with another console. When the equipment was inspected it did not show any type of error and was functioning correctly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag was broken and repaired.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of an alarm occurring when the console was powered on was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis, and no log files were provided. Available information for this event indicates that the console was exchanged to resolve the issue, and that no patients were associated with the event. It was also stated that the console was able to function as intended when tested again at a later time. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the motor was not provided. The 2nd generation centrimag system operating manual, section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual, section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.